Event description:
A report was received that the patient's ipg was moving causing discomfort and the physician prescribed lidoderm patches.

Event description:
A report was received that the patient's ipg was moving causing discomfort and the physician prescribed lidoderm patches.

Manufacturer narrative:
Additional information was received that the patient has not yet been scheduled and the physician has no plans to schedule at this time. No further action will be taken at this time.

Manufacturer narrative:
Additional information was received that the patient will undergo a pocket revision.

Event description:
A report was received that the patient's ipg was moving causing discomfort and the physician prescribed lidoderm patches.